Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a loss of therapeutic effect. The patient explained that maybe about 3 weeks ago prior to (B)(6) 2020 they started to have quite a bit of pain. The patient stated that they had good pain relief before, therefore was experiencing a loss of therapy. The patient added they had increased the intensity for programs 1 and 2 for group a but the patient said if it got any higher they could feel it vibrate to the point that it became uncomfortable. The patient checked their ins status and they confirmed stimulation was on and intensity was set to 2.2 for programs 1 and 2 on group a. The patient stated they only had one group a available. It was noted the patient's stimulation was comfortable now but they weren't getting the pain relief they once had. The patient was directed to follow up with a healthcare provider to check ins and/or for reprogramming. No further complications were reported or anticipated.